Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that a vt (ventricular tachycardia) waveform disappeared during AED analysis. Additional information has been requested. This event will be reported as a serious injury as reported malfunction occurred during an emergency defibrillation.

Event description:
It was initially reported that a vt (ventricular tachycardia) waveform disappeared during AED analysis, however, that issue was addressed as a serious injury in pr 10104662 (MFR. Report #: 1218950-2019-09675). This report addresses an additional issue where an error was displayed on the device and the power turned off. This report has been updated from a serious injury to a non adverse event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.